Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported there is a lot of residual glue on the guidewire and it cannot be inserted into the human body. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Event description:
It was reported there is a lot of residual glue on the guidewire and it cannot be inserted into the human body. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed; however, the exact cause is unknown. One video of a stylet was returned for evaluation. An initial visual observation of the video showed a stylet with what appears to be a white substance throughout the length of the stylet proximal to the t-lock. However, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.